Event description:
The article, "impact of patient-prosthesis mismatch on long-term outcomes after aortic valve replacement", was reviewed. The article presented a retrospective, single center study to determine whether patient-prosthesis mismatch (ppm) has an impact on long- term mortality and reoperation rates. Devices included in the study were carpentier-edwards perimount/perimount magna/perimount tfx, medtronic mosaic, mitroflow, sjm epic supra, sorin solo/soprano, and sjm toronto root. The study concluded that with directly measured effective orifice area, ppm was only marginally related to long-term survival and was not statistically significantly associated with the risk of reintervention. [The primary author was michaela graser, department for anesthesiology, klinikum rechts der isar, technical university of munich, munich, germany. The corresponding author was anatol prinzing, department of cardiovascular surgery, institute insure, german heart center munich, school of medicine & health, technical university of munich, munich, germany, with corresponding email: prinzing@dhm.mhn.de] the time frame of the study was from 2000 to 2007 with follow-up assessment completed between 2018 to 2020. A total of 645 patients were included in the study, of which 95 (14.7%) received an abbott device. The average age was 73 years and the majority gender was male. Comorbidities included chronic obstructive pulmonary disease, smoking history, pulmonary hypertonus, coronary heart disease, hyperlipidemia, diabetes mellitus, arterial hypertonus.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: impact of patient-prosthesis mismatch on long-term outcomes after aortic valve replacement summarized patient outcomes/complications of impact of patient-prosthesis mismatch on long-term outcomes after aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, smoking history, pulmonary hypertonus, coronary heart disease, hyperlipidemia, diabetes mellitus, arterial hypertonus]. Some of the complications reported were surgical intervention (redo), hospitalization, aortic stenosis, aortic regurgitation, endocarditis, unspecified structural valve degeneration these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.